Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the efficiency (sharpness) of the cutter was poorer than usual during the procedure. The procedure was completed after replacing the product with another one. The condition of the aspiration and actuation is unknown. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed. This is the eleventh complaint for the finished goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. A probe was returned; all tubing lines were returned cut on the blue male/female fitting connection section. Upon visual inspection of the returned probe, the pneumatic shut driveline appeared to be occluded impacting the cutting action of the probe. The tubing was detached from the probe and under high magnification, it was confirmed the pneumatic driveline was partially occluded with adhesive the investigation was able to demonstrate a potential cause that could impact the cutter. As such, the root cause of the customer's event in this case is consistent with a manufacturing error than can occurring during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. An action was opened to determine a root cause and implement appropriate corrective actions for complaints of a similar nature. Quality assurance has isolated and identified the major contributor to be the curing process that occurs during the bonding phase of the tubing to the probe pneumatic ports. Corrective actions have been implemented to optimize the probe assembly process. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting the manufacturer internal reference number is: (B)(4).